Event description:
It was reported that the user¿s dexcom g7 transmitted glucose readings to the dexcom mobile app but failed to transmit to the ilet, with repeated pairing failures despite correct entry of the sensor pairing code and standard bluetooth checks. Symptoms included no glucose data displayed on the ilet. Outcomes included user decision to replace the dexcom g7 sensor. Investigation included technical troubleshooting and user education on bluetooth connectivity, code verification, sensor toggle, and device restart. Investigation of this case revealed persistent g7-to-ilet communication failure limited to the pump receiver pathway while the g7 app continued to receive data. It was concluded that the event was consistent with cgm pairing failure causing cgm signal loss to the ilet, and user mitigation was implemented by replacing the sensor.